Event description:
On (B)(6) 2012, the patient claimed he had a low blood glucose reading of 48 mg/dl and required medical intervention from the emt. He was treated with IV fluids and had his insulin pump suspended. The patient suffered from glucose unawareness. The patient typically does not eat breakfast. On the day of concern, she ate breakfast with a blood glucose of 59 mg/dl and took insulin to cover for the carbohydrate intake. In addition, the patient skipped lunch. Reportedly, she took in the morning bolus insulin on her own accord and not based on the pump's recommendation. The animas representative concluded there was no pump malfunction associated with the alleged event. This complaint is being reported due to possible use error and because the patient required medical intervention while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.